Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging inner ear infections, hearing loss and tinnitus. There was a report of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer became aware of a rep dreamstation auto CPAP device alleging inner ear infections, hearing loss and tinnitus. There was a report of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. As per additional information: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging inner ear infections, hearing loss and tinnitus. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The device information has been updated/corrected in this report. In this report, box d, h has been updated/corrected.